Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy following a recent fall. Diagnostics revealed high impedances on the right lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: a4 - the patient weight should have been 175 pounds rather than 165 pounds. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that both leads have high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were replaced to address the issue [related manufacturer reference number: 1627487-2026-01375].